Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred as the customer was loading a cartridge. There was no impact on the customer¿s blood glucose levels. A replacement pump was shipped. The customer will contact their healthcare provider and arrange backup therapy while waiting for the replacement.